Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error or no delivery alarm noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump kept shutting off and rewind on its own. The insulin pump had alarmed multiple times motor error during bolus. Customer didn't recall blood glucose value. Blood glucose yesterday was 386 mg/dl and recent was 406 mg/dl. Customer does not use the sensor feature but was able to complete rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.